Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with insulin during the load process after multiple attempts. The customer loaded a new cartridge and was able to complete the load process. The customer's blood glucose level was 319 mg/dl. It was indicated that a correction bolus would be administered.